Event description:
It was reported that during a surgical procedure at the user facility the neptune 2 rover ultra's smoke evacuator failed. If the smoke evacuator fails during a procedure the surgical staff could experience irritation to exposed mucous membranes. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. Device not returned.

Event description:
It was reported that during a surgical procedure at the user facility, the neptune 2 rover ultra's smoke evacuator failed. If the smoke evacuator fails during a procedure, the surgical staff could experience irritation to exposed mucous membranes. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.